Event description:
It was reported that pump experienced malfunction with code 12 and fault ID 0x2071, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.